Event description:
During cardiopulmonary bypass the patient's venous blood oxygenation was reported to have dropped to 40%. It was decided to change out the oxygenator. The change out took approximately 12 minutes. During this time, the patient was maintained by cardiac massage and mechanical ventilation. The patient's recovery was uneventful and patient was released from ICU two days after surgery.